Event description:
The pt's demographics and medical history were unk. During the coil embolization procedure, the trufill dcs orbit mini complex 3x6 (637mf0306/13356409) stretched during delivery into the aneurysm. The microcatheter (mc) used with the device was an excelsior sl-10 s shape. Add'l info indicated that coil entanglement may have contributed to the reported event of unraveled/stretched.

Manufacturer narrative:
The treatment and aneurysm size were unk. No neck remodeling devices were utilized. An adequate and continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use, and there was no resistance at any time during advancement of the coil through the mc. Prior to this coil, two coils were inserted through the same mc without resistance. There were no kinks in the mc that may have contributed to the event. After inserted 2 coils, the physician tried to insert trufill as 3rd coil, but during initial placement/advancement of the coil in to the aneurysm, coil stretched. There was resistance when the coil was repositioned. The coil was not utilized like a guidewire. A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. The loss of one-to-one with the coil may be related to friction between coils during repositioning, since coil entanglement with previously placed coils was suspected to contribute to the event. The entire coil was removed by withdrawing the coil only. After stretching was noted, the coil was withdrawn back into the mc without difficulty. The coil was successfully removed from the pt still attached to the delivery system, and there was no flow restriction/reduction as a result of the event. Another similar coil was utilized to complete the procedure, with the same microcatheter. There was no adverse outcome to the pt as a result of the event. The pt's status post procedure was specific difference and recovered. Add'l info will be submitted within 30 days of receipt.